Event description:
There was a screeching noise coming from the handpiece during a lap hernia repair. Error 5 eventually occurred. The handpiece and the disposable were replaced and the case was completed without any pt consequence.